Event description:
It was reported that during a sigmoid resection procedure, the device cut but did not form the staples properly. Open staples had to be retrieved from the pt. The procedure was completed with sutures. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.